Event description:
The customer stated that she had received some control test results that were high, out of specification. While troubleshooting, she performed control tests and received results of 395 and 334 mg/dl. The normal control range was 94-130 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.